Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received inappropriate shocks due to noise oversensing and therapy was programmed off in the meantime. Technical services (ts) reviewed the event and discussed troubleshooting is recommended as well as performing x-ray images. The patient was then seen in-clinic and the noise was able to be recreated in both alternate and primary vectors. The patient mentioned to be involved in an altercation the day before the inappropriate shocks occurred and x-rays were performed and provided for evaluation. Ts mentioned the subcutaneous electrocardiogram (s-ECG) shows signals compatible with conductor fracture and the x-ray shows the electrode in a slightly posterior location. The electrode is planned to be revised; however, this has not yet been confirmed. The electrode remains in service at this time. No additional adverse patient effects were reported.